Manufacturer narrative:
Tandem's t:flex user guide states, "check your t:flex system¿s personal settings to ensure they are correct." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer entered the pump settings incorrectly on their own. The customer experienced a low blood glucose (bg) level; however, the exact value was not provided. Reportedly, the customer drank orange juice to address bg level. Recommendation was made for the customer to contact their healthcare provider regarding the correct pump settings. Multiple attempts were made by tandem&#38112;technical support to obtain additional information; however, no additional information was provided.